Event description:
Clinical narrative: an impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 80-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the device could not pass through the vessel. The device was past the anastomosis, but before the innominate junction. The impella 5.5 was exchanged to an impella cp via axillary artery. The impella will be reported due to the device exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
The pump is available for return. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.